Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was initially reported that when the patient was changing the cleo infusion set, the cannula detached and remained inside the patient's body. The patient stated that the site was painful. Patient states that her blood glucose levels had not been affected by this issue. As of follow up with the patient on (B)(6) 2016, the patient reported that the cannula still remains in her leg, and that there is no signs of infection or pain at this time. The patient reported that she has not met with her health care provider. No further adverse health outcomes have been reported. See MFR for complaint related to same patient: 3012307300-2017-00042.

Event description:
It was further reported that the patient had not removed the cannula from their leg. According to the reporter, the patient was not experiencing pain or an infection from the reported cannula and that the patient was not concerned about the cannulas under their skin. The patient reported that they were not going speak to their health care professional regarding the reported event.